Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the 45-day follow-up, a large device related thrombus was noted on the center of the device. The patient was on dual anti-platelet therapy and was now put on oral anticoagulation.